Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed the reported phenomenon. The distal end was detached from the bending tube of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the damage of the distal end of the subject device due to applying the external force with the user handling. The external force impact might have been occurred by the aging degradation with passing more than 4 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the tip of the subject was loosed at the unspecified timing. There was no patient injury associated with this report.